Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that the operator had hit their hand on the loci module of the instrument while walking near the instrument. The cause of the operator's swollen hand was a human factors issue. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl with lm instrument was walking near the instrument and hit his hand on the instrument's loci module. The operator's hand swelled. It is unknown if any medical intervention or treatment was required for the swollen hand.